Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported an 28-year-old male with non ischemic cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the purge fluid was leaking around the purge filter and cable junction. The purge flows were unchanged and purge pressures were stable. The clinicians were advised to replace the pump if purge flows continually increase or purge pressures drastically decrease. The patient remained on impella support for eight additional days.

Manufacturer narrative:
The investigation into the reported purge leak has been completed since the original report was filed. The product was not returned for review. The root cause of the purge leak was unable to be determined as limited clinical details were provided and no product was returned for review.